Event description:
It was reported that after the super arrow-flex (saf) sheath was inserted, the user tried to insert the catheter into the patient's right groin. It was at that time that the intra-aortic balloon (iab) became stuck in the sheath. The user then tried to remove the catheter from the sheath. During removal, the metal tip came off and remained in the patient; however, a new catheter insertion was attempted. At time, there is no plan to remove the metal tip from the patient. Additional information received on 06/1/2010 stated when the user attempted to remove the iab from the sheath, the metal tip of the iab came off. The catheter tip got caught on the sheath tip when the catheter was removed. Md removed the catheter strongly as it was; as a result, the catheter tip fell out. Reference MDR #1219856-2010-00374 for the second event and MDR #1219856-2010-00375 for the third event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional becomes available.